Event description:
The hospital reported that at the beginning of the endoscopic vein harvesting procedure, the hemopro device was connected to the extension cable and the hemopro device self activated without the switch being activated. The operating room staff replaced the extension cable and connected to the same hemopro device to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection was conducted on the returned dc extension cable and no non-conformities were observed on cable assembly. The cable was tested for resistance measurements and was found to be within device specification. The dc extension cable was then connected to a reference power supply and hemopro device for a functional pre-cautery and no electrical non-conformities were found. The reported observation could not be reproduced. (B)(4).